Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. Additionally, the t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. Customer stated that room temperature insulin would be loaded going forward. The product has not been returned for evaluation. Should new relevant information becomes available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted. During system check with tandem technical support, customer indicated that apidra insulin was used and insulin was cold when loaded into the cartridge.